Event description:
User facility mandatory medwatch received which states, "while attempting to deploy perclose to right femoral arteriotomy, the perclose device separated leaving the distal two thirds of the device in the artery and under subcutaneous tissue. Attempts to retrieve the device were unsuccessful. Pt was placed under general anesthesia, and sharp dissection utilized to remove the remaining part of the perclose device." Upon further query with the customer, the following info was received: the physician attempted to close the arteriotomy site with the perclose proglide device after an interventional procedure. Fluoroscopy was performed prior to the procedure and showed the vessel to be "at least 5 mm and calcified." Also, there was the presence of scar tissue in the right groin. Placement of the device was confirmed to be in the right common femoral artery. Reportedly, the device was inserted without any issues and mark was achieved. When the physician pulled back on the device to oppose the foot against the arterial wall, the device broke below the swage ring. Multiple unsuccessful attempts were made to retrieve the sheath. The pt was placed under general anesthesia and a "sharp dissection" was performed in order to remove the sheath (in its entirely) from the the groin. The pt was discharged from the hospital in "good" condition and did not require a prolonged hospitalization. Although requested, additional info was not provided.